Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse mgr. Indicated the patient had a heparin gtt running @ 9.6u/kg/hr (14ml/hr) @ 0527 on (B)(6) 2025 and the emar confirms this. However they reported that when they went to make the next titration change with the aptt @1202 the pump was running @ 16u/kg/hr (23ml/hr). My thought is the order was sent twice or an incorrect order was sent @ 0527 because of the program is identical error.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.